Event description:
Approximately eight months after receiving a cypher stent in the proximal right coronary artery, the patient had restenosis. This female patient had the following medical history. Ap paroxysmal, ap, past history of pci, hypertension, lipid metabolism abnormality and family history of ischemnia heart disease. The patient was part of the study. The target lesion wa the proximal right coronary artery (rca) the vessel was de novo, concentric, discrete, slightly calcified and ostial with no tortuosity. The diameter of the vessel was 2.57mm and the lesion length was 7.48mm. Pre-procedure stenosis was 59.5% aha/acc classification of the vessel was a type b2. It was an elective case. Brachial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.5x15mm) at 15 atmospheres (atm). Inflatin time was unknown. A cypher (3.0x18mm), lot 10205131 was implanted at 20 atm for 31-60 seconds. Post dilation was conducted with a balloon (3.0x15mm) at 20 atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Ivus was conducted. Approximately eight months later, a follow up coronary angiography was conducted and focal restenosis was observed inside the implanted cypher. There was 99% stenosis. The patient did not complain of any chest pain. Th treat the restenosis, a guidewire (product unk: terumo) was inserted, but it could not cross. Since the patient had a collateral branch and did not show any symptoms, there was no treatment conducted and the patient will continue to be monitored. Five days later, the patient was in stable condition and was discharged from the hospital.